Event description:
Reporter indicated a pt had vns generator replacement surgery due to generator end of service. The explanted generator was returned for analysis and found to be at end of service. However, the supply current wait test did not meet functional specifications. These measurements demonstrate an increased current consumption for the device. With the capacitor substitution for c4, the pulse generator module performed according to functional specifications. The most probable root cause for the out-of-specification supply current test (supply current wait) condition was identified to be a leaky capacitor, c4. However, results of the longevity prediction confirm that the end of service condition was an expected event. As a result, the extent to which the c4 capacitor may have contributed to the end-of-service condition cannot be determined.